Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/27/2025, a sales representative reported via (B)(4) that an ar-5400-14 vip¿ glenoid targeter will no longer slide into the shaft. The leg seems to not move freely up and down the shaft as it should. This issue was discovered during the case but the patient was not affected.

Manufacturer narrative:
One unpackaged ar-5400-14 glenoid targeter leg, lot number: 10445901, was received for investigation. Visual evaluation of the device noted nicks and damage along the body. Functional testing was performed by attempting to slide the ar-5400-14 glenoid targeter leg onto the ar-5400-01. Functional testing noted that the device would not properly slide all the way down as intended and was met with resistance. Refer to ncr-26054. A supplier manufacturing issue is the cause of the reported failure. Refer to the investigation photos. The complaint allegation is confirmed.